Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right atrial (ra) lead was capped and replaced for an unknown reason on (B)(6) 2026. The patient was discharged following the procedure.

Event description:
New information received notes that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in intermittent pacing inhibition and inappropriate mode switch.

Manufacturer narrative:
Correction: section b3. The correct date of event should have been ¿blank¿ instead of ¿(B)(6) 2026¿.